Manufacturer narrative:
The circuit that displays the segments had a connection failure. The front board was replaced and the problem resolved. (B)(4). The serial number of the display pcb precedes a corrective and preventive action taken by the manufacturer.

Event description:
It was reported to covidien that part of the heart rate reading was lacking. No patient harm reported.